Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the gantry door would not open after closing around the patient. After three restarts, the functionality was restored and the door could open. The site then observed an imprecision when checking the screw placement. The surgeon opted to complete the procedure without the use of the imaging system, rather using a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.